Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer reported blood glucose levels of 150 (mg/dl). Reportedly, customer will revert to insulin injections for alternate insulin therapy.